Manufacturer narrative:
Both handpieces were disposed of. This handpiece was not returned for evaluation. It is not possible to verify an assignable cause for the failure without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for microtip lot 23913-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
"Handpiece gave vacuum test failed error message. (Dr. (B)(6))."